Event description:
It was reported the insulin pump alarmed button error. Customer blood glucose was unk. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.